Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2011 and performed to specification up to the (B)(6) 2013. The device records 10 minute manual power ups on the (B)(6) 2013 and then between the (B)(6) 2013 and the last log entry on the (B)(6) 2016. The pad-pak became depleted and remained in fault mode for approximately 32 months before a further pad-pak was installed. Investigation found the fault can be attributed to membrane failure due to corrosion. The fault was witnessed during the investigation. The fault was traced back to corrosion on the membrane. The fault could not be replicated with a new membrane fitted. The membrane failure resulted in a short circuit which would have resulted in overvoltage and damage to the microprocessor. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.